Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo of a gravity set, model 47177e, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that IV tubing became disconnected was verified. However, since no physical sample was received, an investigation could not be performed and a root cause could not be determined. The actual lot number is unknown, but a DHR was run for both potential lot numbers: a device history record review for model 47177e lot number 21029507 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 47177e lot number 21039605was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 gravity set 10dp ckv 2sms dehp free had component separation. The following information was provided by the initial reporter: "it was reported by the customer that the tubing became disconnected on 3 different instances."